Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine would not power on. There was no patient involvement. There was no indication of patient harm, or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon inspection the technician found burn damage to a switch, some fuses, a relay, and the thermal bar. Technician replaced the switch, fuses and turned the equipment on and it showed error of the relay on the screen. Technician replaced the relay as well as the thermal bar. Functional tests were ran and passed. The machine was disinfected and left functioning correctly. No sample available. This report was received from a list supplied by fresenius (B)(4).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
For follow up #2 should have been device evaluation.